Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, two sharp openings with localized stresses induced on radius and anterior side, non-penetrating nicks and stress marks. A weight test of the explanted material was performed and verified it was underweight. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is two sharp openings with localized stresses induced assessed as a surgical impact.

Event description:
Additional report of "abdominal pain" and "calcified uterine fibroid"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device remains implanted.